Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer was admitted into the hospital on (B)(6) 2023, and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 580 mg/dl and diabetic keto acidosis. Customer attempted to address the elevated (bg) by administering a manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and there was no permanent damage. Multiple follow attempts were made by tandem customer technical support (cts) to obtain the hospital release date; however, no response was received by the customer. Ultimately, the customer reverted to an alternate form of insulin therapy.